Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that "while putting on sterile gown for PICC procedure, customer noticed a tear (or rip) in the seam between the gown sleeve and the cuff." No other information was provided.